Event description:
It was reported that the catheter was found fractured after flushing. A 135/20 renegade hi-flo kit was selected for use. When unpacking, it was noted that the catheter was found fractured after flushing. There were no patient complications reported. Patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. This device showed damage consisting of stretching/kinked located 1.7cm from the hub. Inspection of the remainder of the device, except for the damage observed revealed no other damage or irregularities.

Event description:
It was reported that the catheter was found fractured after flushing. A 135/20 renegade hi-flo kit was selected for use. When unpacking, it was noted that the catheter was found fractured after flushing. There were no patient complications reported. Patient was stable post procedure.